Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events and the pump¿s return status; however, no further information was provided by the account and no product has been returned to date. If heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the returned device. The hm3 lvas instructions for use (IFU) document lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired on (B)(6) 2020 due to pulmonary artery rupture. The patient was sent to another hospital for aortic root repair and aortic valve replacement. The patient expired at the other hospital.